Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer's pump was not working and alarmed no delivery several times. The insulin pump did not alarm no delivery during the last infusion set change. Customer's blood glucose has been high all day. Customer's blood glucose was 420 mg/dl. Customer treated with a manual injection and after the set change, her blood glucose came down to 340 mg/dl. Caller declined troubleshooting for high blood glucose and stated that they will monitor the pump.